Event description:
Caller reported that the insulin gauge displayed an amount different from what was expected, with a static fill estimate of 80 despite insulin being delivered. There was no adverse impact to the customer¿s blood glucose level. Technical support educated the caller on the cause of the discrepancy, explaining that it can occur due to large variances in measured pressures. Once the remaining insulin matches the static number, the fill estimate would begin counting down as normal, which the caller understood and acknowledged.